Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single-port (sp) monopolar cautery instrument tip was broken. The instrument was not used on the patient. There were no reports of fragment falling. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) monopolar cautery instrument was analyzed and found to have broken electrical contacts and were not returned with the instrument. Missing pieces measured approximately twice of 4.518mm x 0.813mm in size. Further investigation found unrelated to the reported complaint included: the instrument was found to have a broken main tube approximately 82.02mm from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The instrument was also found with thermal damage on the tube adapter. An in-house accessory tip was installed on the tube adapter and tested for electrical continuity. The instrument failed electrical continuity test, which was likely due to the broken electrical contacts. The complaint was confirmed by failure analysis.